Manufacturer narrative:
The power supply, switching board and electronic module were replaced to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, machine is getting charged and ac disconnected. During ge healthcare technician checkout, it was found that machine was continuously rebooting and battery was not getting charged with a continuous buzzer sound. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received from the ge field engineer that the device was in a continuous reboot loop and never completed the bootup process. The user did not get the opportunity to set the parameters or start ventilation. This would prevent the use of the unit. Based on this information, the initial complaint was not reportable.